Event description:
Surgeon went in to use the small clip applier, but prior to inserting, the clip would not stay on the clip applier. No clips were left inside the patient. Happened outside of the patient body.